Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus button dome switch. No unlocked lcd keypad connector. No unexpected missing segments anomalies noted and no unexpected alarm during our testing. The insulin passed self test. The insulin pump had minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error and partial display on their insulin pump. The customer states the device did not alarm for anything, and the batteries were replaced, but the device will not respond to button presses. The customer's blood glucose at the time was 260mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.